Event description:
It was reported that this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. The health care professional (hcp) wanted to know if the patient can undergo magnetic resonance imaging (MRI) with this impedance measurements. Technical services (ts) reviewed and stated that there could be potential lead fracture and there were some fluctuations in the impedance seen in the daily measurements since this device was implanted. Ts stated that there was some noise noted on the arrythmia logbook with a very fixed frequency and amplitude, which could indicate an external source and confirmed that this pacemaker system would not be MRI compatible. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. The health care professional (hcp) wanted to know if the patient can undergo magnetic resonance imaging (MRI) with this impedance measurements. Technical services (ts) reviewed and stated that there could be potential lead fracture and there were some fluctuations in the impedance seen in the daily measurements since this device was implanted. Ts stated that there was some noise noted on the arrythmia logbook with a very fixed frequency and amplitude, which could indicate an external source and confirmed that this pacemaker system would not be MRI compatible. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.